Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings: the battery cap was not returned. All testing was performed with a test battery cap. The test battery cap was able to tightly secure to the pump. The battery compartment was found to be cracked below the grip pad. There was no evidence of short battery life observed in the black box. The current draws were found to be within specification. There was no "battery life" issues duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components found inside the pump. Unrelated to the complaint, the text on the display screen was found to be dim and discolored. Also unrelated to the complaint, the keypad buttons were found to be intermittently responsive. The keypad cover was intact with no peeling. The keypad cover was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.